Manufacturer narrative:
Though requested no additional information has been provided. Investigation of this event is in progress. A follow up report will be submitted on conclusion of the investigation.

Event description:
It was reported that the patient had phacoemulsification surgery and an intraocular lens (iol) implanted. The iol is reported as defective causing serious and permanent damage to the patient. Though requested no additional information has been received.

Manufacturer narrative:
The lens was not returned for evaluation. Therefore, a product evaluation could not be performed. Though requested, no additional information has been received from the reporter. As the reason for the complaint was not provided it could not be identified in the risk analysis or directions for use. Based on the current limited information the trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. This product has been discontinued. No corrective action is required.